Event description:
It was reported that the patient presented remotely via merlin. Net transmission. Analysis of the transmission showed that the implantable cardiac monitor (icm) exhibited oversensing of atrial fibrillation waves. No programming changes made and the patient will continued to be monitored. No patient consequences reported.